Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the test pump cartridge could not be turned to locking position due to corrosion inside u.I. Assy. The root cause was determined to be corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review was performed and showed other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the orange key could not turn in the versajet ii console socket, because is visually evident that part the socket is twisted; no case reported; therefore, there was no patient involvement.